Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery (rca) with heavy tortuosity and heavy calcification. A 3 cm balance middle weight (bmw) hydro guide wire was advanced to the rca and an unspecified stent was implanted. Resistance was felt during removal of the guide wire when the tip separated in the distal end of the rca. The reason for the resistance is unknown and despite many attempts, the separated tip could not be retrieved with a snare. On (B)(6) 2018, the patient was brought back to the catheter lab for a second attempt to snare the separated tip but failed, and therefore an unspecified stent was used to jail the separated tip against the vessel wall. The procedure successfully ended at this point. The patient remains in the hospital and is stable.